Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic has reported that during an ear examination on (B)(6) 2021 the extrusion of the electrode array to the ear canal was discovered. The device was explanted on (B)(6) 2021. According to the derf the user was not re-implanted with a new device, however, the active electrode array was left in the cochlea for a later re-implantation.

Event description:
The clinic has reported that during an ear examination on (B)(6) 2021 the extrusion of the electrode lead to the ear canal was discovered. The device was explanted. According to the device explantation report the user was not re-implanted with a new device, however, the active electrode array was left in the cochlea for a later re-implantation.

Manufacturer narrative:
Additional information: based on the available information from the field, the active electrode lead extruded into the ear canal. During explantation surgery, it was discovered that all electrode contacts were inside the cochlea, the electrode was cut at the cochleostomy and remains in the cochlea for later re-implantation. The explanted device has not been received for investigational purposes.